Event description:
Clarification was received indicating the reported burst of debris was the emulsified lens material. The surgeon also indicated the reflux setting was not initiated as during the sculpting process. A site visit was performed.

Manufacturer narrative:
Additional information has been provided in b.5, g.1, g.2, h.6 and h.10. Corrected information has been provided in e.1. No additional, related information was provided for the system, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided for the handpiece, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The cassette device history record shows the product was released per specifications. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. No sample was received and the condition of the product could not be verified. As the root cause is unknown, the device to the reported incident cannot be determined. The root cause cannot be determined conclusively. A company representative (cr) went on-site to meet with the surgeon and performed a "refresher" on the system, pak, and handpiece handling. The cr also discussed keeping samples for return evaluations, and clarified adverse event and complaint reporting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during the sculpting phase of a cataract procedure, there was a loss of view to the anterior chamber due to a burst of debris. The system was sculpting but the debris was not being suctioned. The surgeon changed to the pre-phaco mode to clear the debris, then changed to sculpt mode and again the same thing happened. This process was repeated over and over. There was an occlusion tone during the procedure. The procedure was completed with no patient harm. Corneal edema was present at the 1 week postoperative visit. The patient is being managed conservatively. This is 1 of 2 reports being filed from this facility.